Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center could not do white balance on the camera, and the customer found that the circuit board controlling the device functions could not be used. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, d9, d10 and g2. (In g2 unmark company representative). Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the front panel switches do not work due to failure of the printed circuit board. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.